Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system did not provide effective therapy. Subsequently, diagnostic testing identified high impedance measurements on multiple lead contacts. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2017 during which time the lead was explanted and replaced with a new model. Therapy was successfully achieved postoperatively.